Event description:
Caller alleged discrepant results (poor correlation) comparison of inratio test compared with lab results. Results as follows: patient-1: meter-inr: 5.2, lab-inr: 4.4. Patient-2: meter-inr: 1.1, lab-inr: 1.8. Reviewed technique. Nurse might have performed fingerstick before meter display apply sample.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: n/g. Result: pass. Inratio: 5.2, reference: 4.4, mean: 4.8, confidence-limits: 2.8 - 7.2. Inratio: 1.1, reference: 1.8, mean: 1.45, confidence-limits: 1.1 - 1.9. Summary: customer results analyzed in-house. Accuracy met criteria, both results. Indicates possible improper technique. Nurse may have performed fingerstick before meter display apply sample, one result. Product deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.